Manufacturer narrative:
Report date: (B)(4).2021. There was no patient involvement.

Event description:
It was reported to philips that the device had a 3.3 voltage supply failure and a high blower temperature control pcba adc failure. The device was not in clinical use at the time of the event. There was no report of patient or user harm. An authorized service personnel (asp) was dispatched to the customer site and it was determined that the power management printed circuit board assembly (pm pcba) needed to be replaced to return the device to working condition. The asp replaced power management printed circuit board assembly (pm pcba) to resolve the issue and bring the device back to functionality. Complete